Event description:
It was reported that the needle detached from the pn 31g 5mm 5b xtw 105bx de holder during the injection. The following information was provided by the initial reporter, translated from german to english: "needles detach from the needle holder during injection."

Manufacturer narrative:
Investigation summary: one open and four sealed and intact 31g x 5mm pen needle samples and one photo were returned from lot. No. 8247900, cat. No. 320522. Visual examination was carried out on the returned open sample and photo and it was observed that cannula was loose. Visual examination of the four sealed samples found another loose cannula on one of the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is that the adhesive bond had separated from the hub component.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle detached from the pn 31g 5mm 5b xtw 105bx de holder during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles detach from the needle holder during injection."